Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The device was returned for evaluation. Device history record (DHR) - record showed no abnormalities related to the reported issue. Failure analysis - per the provided images, the cable melted at the tip due to over exposure to the high light setting. Per the IFU, "it is strongly recommended that the light be used at minimum intensity". The returned 001288lx9 cable is in used condition with the cable melted due to over exposure to high light setting. Use of the minimum light setting is recommended. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The integra account manager reported on behalf of the customer that on (B)(6) 2020, the 001388lx9 ul pro fused headlight cable 9ft, 275cm cable tip melted. They are aware that they should not be increasing the power above 70% but the doctors were complaining that the light was too dim; hence this caused the nurses to increase it to 100%, thus burning the light source cords. There was no patient injury or surgery delay reported.